Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments or partial display noted during testing. Device was received with minor scratched lcd window. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the customer cannot read the display. Customer did not mentioned blood glucose at the time of incident. The insulin pump had damage on the screen. Insulin pump will be return for analysis.